Event description:
The company representative (rep) reported a month and a half later that the cause of the stimulation stopping was the patient must have turned off the stimulation. The rep turned it back on with no issue. No troubleshooting or intervention was required. The charger worked fine, the patient had gained weight. The outcome was reported as the patient was shown again how to charge.

Manufacturer narrative:
Concomitant medical products: product ID: neu_recharger_acc, product type: recharger. (B)(4).

Event description:
The patient reported she had a low battery over the weekend and her stimulation completely stopped. The patient went to recharge and the recharger had a thermometer showed up, code 376. The patient called her nurse and she said she should be recharging more frequently. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.